Manufacturer narrative:
Correction: the correct 'date of this report' is 08/08/2016, not 08/10/2016 as initially reported. This report is filed september 19, 2016.

Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is filed on august 23, 2016 by cochlear limited on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.